Event description:
It was reported that the device had electrical reset with elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed and was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additionally, there was a random access memory (ram) chip memory error.